Manufacturer narrative:
There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. One device was received for investigation. Visual inspection of the device using a using a mitutoyo caliper revealed the diameter of the device shaft between the proximal stoma seal and the cuff measure 10.50 millimeters confirming the customer complaint of the stoma being too short. The root cause of the complaint was linked to manufacturing. A revision to the manufacturing drawing was made to highlight the two-step stoma seal and a note was added to the drawing highlighting the second stoma seal. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that upon opening the device's stoma seal was too short and not according to the tracheostomy tube template. No patient injury or involvement was reported.